Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 27mm hancock ii mitral valve, it was explanted and replaced with an unknown device. The reason for the replacement was reported as coaptation. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the 27mm mitral bioprosthetic valve was explanted and replaced with a 27mm valve of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis upon receipt at medtronic's quality laboratory, visual examination revealed coaptation: all leaflets were in the closed position. Leaflets: all leaflets were flexible and intact; no damages were observed. Commissures: all commissures were intact. Sewing ring: small holes along the sewing ring show placement of implantation sutures. The suture flag appeared damaged; torn. Coaptation testing: the valve was placed on the coaptation tester. The pressure was held at 5.5 inches of phosphate buffer solution. The returned valve met the acceptable criteria, remained in the closed position with a depth of coaptation of 2.5mm between all leaflets, no observed gapping between the coaptive ridges, no pinholes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.